Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was reported the patient had been hospitalized for unspecified medical conditions for approximately seven months prior to death. Treatments given to the patient while hospitalized were not reported. It was not reported if an autopsy was performed. It was reported dianeal and extraneal therapies were ongoing prior to death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.